Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2023-03190. This report is submitted on december 03, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 27, 2023.